Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room. Upon interrogation, the ICD exhibited telemetry anomaly. All electrical therapy from the device was appropriate. The device was reprogrammed. The patient was in stable condition.